Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a portion of a loose 1ml ll syringe with an unknown amount of clear liquid in the fluid path. The barrel did not appear to have any scale markings visible on its surface. Potential root cause for the missing print defect is associated with the marking process. The aql for missing print is 0.25%. The defective rate identified is 3 out of 302,400, which is 0.001%. No corrective actions are necessary based on the defective rate identified. Batch 8164894 is considered in compliance with our product specification requirements a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings before use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "syringe with no marking".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found without scale markings before use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "syringe with no marking."